Manufacturer narrative:
A4 - unk a5 - unk a6 - unk claim# (B)(4). Manufacturer narrative comment: device revision or replacement (lens replaced or exchanged) is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. In a separate visit the lens was exchanged for a replacement lens of longer length. The problem was resolved. Cause of the event was reported as unknown.